Event description:
Three patient samples with discrepant u/csf protein results. Sample 1, male, initial result 1.04 g/l, repeated three times, gave results of 0.026 g/l each time. Sample 2, female, initial result 0.31 g/l, repeated three times, gave results of 0.17, 0.19 and 0.13 g/l. Sample 3, initial result 0.23 g/l, repeated twice, gave results of 0.41 and 0.14 g/l. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.